Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2018 and mesh was implanted. It was reported the patient underwent a partial revision surgery on (B)(6) 2021 and underwent complete revision surgery on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2021. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2021.

Manufacturer narrative:
Date sent to the FDA: 2/17/2022.